Manufacturer narrative:
Physio-control further evaluated the removed power pcb assembly and observed there was contact corrosion on the surfaces of the connector pins of pcb-mounted jack connector, designator j11, due to wear. The corrosion caused high resistance to measure across the j11 connector contacts. Physio also examined the removed battery power cable assembly and observed contact corrosion on cable-mounted plug connector, designator p11, which plugs directly into pcb-mounted jack connector designator j11. Contact corrosion at j11 and p11 was determined to be the cause of the reported issue.

Event description:
The customer contacted physio-control to report that their device unexpectedly shutdown. Physio-control contacted the customer and no known impact or consequence to patient was reported.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customers device and was unable to duplicate the reported issue. Physio-control evaluated the customers device data and verified the reported issue. Physio replaced the device's power pcb assembly and battery wire harness as a precaution. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device unexpectedly shutdown. Physio-control contacted the customer and no known impact or consequence to patient was reported.